Event description:
The customer reported that the system had a loss of live images. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video cable was reseated during the service call. The high voltage cable and the interconnect cable were replaced by a third party with aftermarket cables. The system was found to be working and put back into service.